Manufacturer narrative:
Final device analysis of the extension revealed the following: conductor wires were broken and open circuits were noted. The outer insulation was intact and the setscrew marks were noted to be in the correct location. There were no shorts between circuits noted.

Event description:
It was reported that the patient was implanted with a surgical 2x4 lead connected to a prime advanced through a 37082 extension. At some point, the patient began to feel paresthesia only on the right side. The physician measured the impedances and found that all impedances on the left side were above 10,000 ohms. The physician decided to revise the implant. During the revision, the impedances of the lead were found to all be normal, so the surgeon decided to replace the extension. No patient outcome was provided.

Manufacturer narrative:
Extension model 37082-40, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.